Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation of the reported event and was unable to determine a device contribution to the death of the patient due to lack of available information on the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device would not recognize the connection of the defibrillation electrodes to the patient. The device never passed the voice prompts of "connect electrodes". A backup device arrived on scene approximately 5-10 minutes into the event and was able to continue patient care. No further information of the patient event has been provided. The patient did not survive the event.